Manufacturer narrative:
Eval summary: the condition of the channel select key on channel b is inoperative was found and confirmed during product eval. The assignable cause was determined to be the channel select key on channel b. To correct the condition found during service, the keypad on channel b was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated.

Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the channel select key on channel b is inoperable. This event occurred during product eval. There was no pt injury or medical intervention necessary. This device utilizes user interface module master software version 5.03.00 that is categorized as "unremediated." No additional info is available.